Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part: 03.010.487, lot: 8806961. Manufacturing site: (B)(4). Release to warehouse date: 24. July 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the radiolucent insertion handle for expert nails was causing the screw to miss the nail. There was a surgical delayed of 10 minutes. Procedure was successfully completed. Patient status is unknown. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity# unknown). This report is for one (1) radiolucent insertion handle for expert nails/175 mm. This is report 1 of 1 for complaint (B)(4).